Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips (B)(4)/cart (B)(4)/box, lot number 73e1500264 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip broke when the user tried to ligate the vessel. After the procedure the user checked unused clips in the same cartridge and tried ligating them and no defect or damage was found. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned four xl hem-o-lok clips for investigation. The returned clips were visually examined with and without magnification. Visual examination of the returned clips revealed that one clip was received closed. No defects or anomalies were observed. One clip was received open. No defects or anomalies were observed. One clip was received broken into two pieces near the hinge. No other defects or anomalies were observed. One clip was received broken at the inner hinge. No other defects or anomalies were observed. The clip cartridge and clip appliers were not returned. No evidence of mismolding could be found on any of the four returned clips. Reference files pic_anp1900044205 for investigation photos. Functional inspection could not be performed on the broken clips. However, the clip received opened and intact was functionally tested using a lab inventory clip applier. The clip was loaded into the applier and closed on overstressed surgical tubing. The clip closed correctly. A corrective action is not required at this time as a probable cause of this complaint could not be determined based upon the condition of the sample received and the information provided. Other remarks: the reported complaint of a broken clip was confirmed based upon the samples received. Two of the four returned clips were confirmed to be broken. One clip was received broken into two pieces near the hinge. One was received broken at the inner hinge only. Microscopic examination showed no evidence of mismolding. The clip appliers and cartridge associated were not returned. The intact clip was functionally tested using lab inventory clip appliers by closing the clip onto overstressed surgical tubing but the defect could not be recreated. The clip closed with no difficulty. A device history record review was performed on the lot number reported with no evidence to suggest a manufacturing related cause. Therefore, the probable cause of this complaint issue could not be determined based upon the condition of the samples received and the information provided.

Event description:
Alleged event: the clip broke when the user tried to ligate the vessel. After the procedure the user checked unused clips in the same cartridge and tried ligating them and no defect or damage was found. The patient's condition was reported as fine.